Manufacturer narrative:
The manufacturer previously information from the reporter (patient's son and caregiver) alleging that due to a malfunction (unspecified) of the device (everflo oxygen concentrator), the patient experienced an adverse event prompting emergency medical services (ems) to be contacted. The reporter (patient's son) contacted ems at 0605 local time on the date of event due to the patient's increasing shortness of breath. The reporter has alleged that the adverse event was due to an unspecified device malfunction. Ems was reported to have arrived at the patient's location (home) at 0620 local time. Patient evaluation was conducted on arrival with vitals reported as: spo2 48% with the patient breathing room air (device not connected to patient), respiratory rate 36, heart rate 105, blood pressure 127/70. Patient assessment found the patient in severe respiratory distress, tachypneic, hypoxic, and tachycardic. It was unclear why the patient was not using the device in question at the time of assessment, nor was it clear if the patient increased shortness of breath occurred while using the device. The patient wasn't able to provide further elaboration. Glasgow coma scale was conducted with reported value of 15. Ems applied 4 l/min supplemental oxygen via nasal cannula to the patient with noted improvement of the patient's spo2. Additional treatments included salbutamol x8 mdi with noted efficacy, atrovent x2 mdi with noted efficacy, dexamethasone 8 mg orally with noted improvement. Vitals fluctuated throughout the duration of treatment and transport (0620-0710 local time) with recorded values ranging from spo2 84-93% gradually improving over time on 3 l/min via nasal cannula, respiratory rate decreased from 36 to 20 breathes per minute, heart rate decrease from 105 to 98, blood pressure 127/70 with decrease to 116/70. The patient was transferred to an institutional medical facility with arrival at 0710 local time. Final assessment by ems reported the reason for transfer as exacerbation of copd with improved response. Multiple good-faith efforts were made to retrieve the device, but they were unsuccessful. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information from the reporter (patient's son and caregiver) alleging that due to a malfunction (unspecified) of the device (everflo oxygen concentrator), the patient experienced an adverse event prompting emergency medical services (ems) to be contacted. The reporter (patient's son) contacted ems at 0605 local time on the date of event due to the patient's increasing shortness of breath. The reporter has alleged that the adverse event was due to an unspecified device malfunction. Ems was reported to have arrived at the patient's location (home) at 0620 local time. Patient evaluation was conducted on arrival with vitals reported as: spo2 48% with the patient breathing room air (device not connected to patient), respiratory rate 36, heart rate 105, blood pressure 127/70. Patient assessment found the patient in severe respiratory distress, tachypneic, hypoxic, and tachycardic. It was unclear why the patient was not using the device in question at the time of assessment, nor was it clear if the patient increased shortness of breath occurred while using the device. The patient wasn't able to provide further elaboration. Glasgow coma scale was conducted with reported value of 15. Ems applied 4 l/min supplemental oxygen via nasal cannula to the patient with noted improvement of the patient's spo2. Additional treatments included salbutamol x8 mdi with noted efficacy, atrovent x2 mdi with noted efficacy, dexamethasone 8 mg orally with noted improvement. Vitals fluctuated throughout the duration of treatment and transport (0620-0710 local time) with recorded values ranging from spo2 84-93% gradually improving over time on 3 l/min via nasal cannula, respiratory rate decreased from 36 to 20 breathes per minute, heart rate decrease from 105 to 98, blood pressure 127/70 with decrease to 116/70. The patient was transferred to an institutional medical facility with arrival at 0710 local time. Final assessment by ems reported the reason for transfer as exacerbation of copd with improved response. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.